Manufacturer narrative:
Unable to provide the date of manufacture as no part was returned and no lot was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Patient status post tlif l5 to s1 implantation procedure returned to surgeon for follow up. An x-rays taken showed implant was backing out. Surgeon removed the hardware. Surgeon noted well positioned interbody cage migrated slowly posteriorly into neuroforamen over six weeks post operatively.